Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported "pain, MRI rupture, and capsular contracture (baker grade iii). This record is for the right side. The device has been explanted it is unknown if it was replaced.

Event description:
Healthcare professional reported "pain, MRI rupture, and capsular contracture (baker grade iii). This record is for the right side. The device has been explanted it is unknown if it was replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular and pain contracture was received on august 08,2025, with lot number 344819. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and missing assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.